Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-08499 / -08502 & -09223).

Event description:
Legal counsel for the patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and recurrent dislocation. Subsequently, patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2013. Review of invoice history indicated the modular head and acetabular cup were removed and replaced on (B)(6) 2012 and the modular head and liner were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2012 revision was due to a loose/displaced acetabular component and a loose stem by way of debonding. The patient operative report noted fibrous tissue. The stem was recemented and remained implanted. The head and cup were removed and replaced. Additional information in patient medical records revealed the (B)(6) 2013 revision was due to instability and dislocations. The patient¿s operative report noted scar tissue and impingement. The head and liner were removed and replaced.